Event description:
It was reported that the patient had a loss of pacing due to possible lead fractures on both the right ventricular (rv) and right atrial (ra) leads, the event required hospitalization and a temporary pacemaker. Both the rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968 implantable pacing lead (B)(6) 2001. (B)(4). The lead has not been returned to the manufacturer and will not be evaluated.